Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 59-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the p-level dropped from auto to p0 unexpectedly on the automated impella controller (aic). No inputs were administered by the staff at the time of the failure. The pump was restarted immediately at p8 and support continued with the utilized devices. There was no patient harm.

Manufacturer narrative:
The investigation for the console (aic) issue has been completed. Console data logs show that the there was an impella failure (speed deviation out-of-spec) alarm issued when the ac power disconnected alarm was issued briefly before clearing. It can be confirmed from the logs that the pump stop was temporary and pump speed resumed at previous speed. The console was returned for evaluation finding internal circuitry was inspected without any observable anomaly. Power delivery of the pbm to the impellatronics board was inspected and showed no deviation from the expected. Failure was replicated by running known good pump at p-level 8 or p-level 9 and then briefly disconnecting and reconnecting ac. Temporary pump stop occurs before resuming previous speed. Monitoring power delivery from the pbm during failure revealed that the pbm was defective. The root cause for the failure was due to a defective pbm. Corrections to the initial MFR report: d2 updated common device name. D4 updated model number. F6/f8 should have been left blank. G1 MDR reporting contact email.